Event description:
It was reported that during a preoperative procedure, the guide wire was broken. At an unspecified time during a wire cannulation of a fistula between the rectum and a small perirectal collection, the v-18 control wire broke into two pieces. The wire segments were able to be snared successfully using two non bsc snaring devices. There were no additional patient complications reported and the patient¿s condition was reported as ¿satisfactory¿. Additional information was requested and is not available.

Manufacturer narrative:
(B) (4). (B) (4).

Event description:
It was reported that during a preoperative procedure, the guide wire was broken. At an unspecified time during a wire cannulation of a fistula between the rectum and a small perirectal collection, the v-18 control wire broke into two pieces. The wire segments were able to be snared successfully using two non bsc snaring devices. There were no additional patient complications reported and the patient's condition was reported as `satisfactory'. Additional information was requested and is not available.

Manufacturer narrative:
Device evaluated by MFR: the returned device was received is in two fragments, 3.5cm of the tip and the remainder of the wire measuring 146cm. Kinks were observed at 36 and 37cm from the fracture. The outer diameter of the device met specifications. Lab analysis of the tip indicated the wire wall adjacent to the fracture site exhibited stress micro cracking. The fracture surface exhibited fatigue striations, stress cracking, and elongated dimpled ruptures both in shear and tear. No material anomalies were noted. The fracture occurred due to fatigue in a cyclic bending overload moment. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).